Event description:
On (B)(6) 2018, the lay-user/patient¿s father contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, since the reporter was unable to be reached by phone for additional information. The reporter stated that around 3:00 to 5:00 pm on an unspecified date in (B)(6) 2017, the patient became ¿sweaty and coloured ash grey.¿ in response to the symptoms, the reporter claimed the patient¿s blood glucose was measured with the subject meter and an alleged inaccurate high blood glucose reading of ¿375 mg/dl¿ was obtained. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The reporter claimed the patient attended the hospital later that day between 8:00 and 9:00 pm where he received unspecified treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient was testing with test strips that were expired and had been stored improperly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. There is insufficient information, including treatment in response to the product issue and clear temporal relationship, to rule out the contribution of the subject meter to the event.